Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not loaded properly and slipped.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1700487 was manufactured on 02/21/2017 a total of 288 pieces. Lot was released on 03/07/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed from the jaws and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. However, upon closing the clip on the tubing, resistance was felt that made it slightly more difficult to close. Another attempt was made and, this time, a clip was unable to load properly. The jaws appear to be slightly misaligned. The next four clips all had the same result as the first clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the top jaw was bent which caused the jaws to misalign and caused the resistance that was felt during closing of the clips. It also prevented one clip from loading properly. No other damages were observed. It could not be determined exactly how the top jaw got bent, but it appears that operational context caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, it was found that the top jaw was bent which caused the jaws to be misaligned. Upon functional inspection, one clip was unable to load properly due to the misalignment. Five clips that were tested were able to successfully attach to over-stressed surgical tubing, but resistance was felt when closing the clips due to the misalignment of the jaws. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip was not loaded properly and slipped.